Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead impedance had gradually increased since (B)(6) of last year. Increased ventricular capture threshold was also observed. The lead was explanted and replaced. The patient condition was stable.